Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot#: unknown, product type: screening device; product ID: 3057, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown; product ID: 3057, serial/lot #: unknown. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient said they pulled on the leads and they became disconnected. As a result of what was reported, the patient was advised to contact their healthcare provider (hcp). Later on that day, patient mentioned their belt caught and unplugged the wires. They also contacted their hcp who had the patient plug their wires back in. The patient is also worried that the wires might have moved. During the call, assistance was given and the patient turned therapy on as well as set stimulation comfortably at 1.5ma. Five days later, patient is concerned because they feel their bladder symptoms are worsening today; they are urinating every hour. As a result of what was reported, they were advised to contact their hcp for medical advice or if they had questions about their health. No further patient complications have been reported as a result of this event.